Event description:
Event description guidant received information that, during a device change-out procedure, it was noted that this chronic right ventricular (rv) defibrillation lead had been crushed/fractured.